Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description:. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm hp. The following information was provided by the initial reporter, "consumer stated, no insulin flow when priming and taking injection. Stated, when she primes, she gets just a drop. Stated, she will take a second pen needle and it will work. Stated, two boxes affected with same lot. Stated, she does not like nano pro. Stated, a lot of the pen needles did not work. Email received¿2020-02-14 14:54:13 translation: since last fall, it has happened that some needles are defective. I need to replace it to inject. I use 4mm nano needles. The lot number is 9155550. Before using the bdnano, the bd 4 mm was 100% good."